Manufacturer narrative:
Results from the evaluation of the returned device were consistent with the reported event. Review of all records for this device and provided information concluded that there is no evidence of a product defect or deficiency. The most probable root cause is related to device maintenance. This is the final report that will be submitted associated with this incident and device. No additional action is required at this time.

Event description:
It was reported that a dynesys spacer cutter was found frozen, bound up, and not easy to operate during kit inspection prior to surgery.